Event description:
The customer reported that the unit failed to recognize the pads or test load.

Manufacturer narrative:
The customer reported that the unit failed to recognize the pads or test load. The factory has no yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.